Event description:
At change of shift patient's lipid bag was found to be leaking. On inspection, crack noted in port on bag that tubing is inserted into. Intralipids had been infusing for 13.5 hrs when leak noted. Infuston rate was 1.57 mls/hr. New bag obtained and infusion continued. When bag and tubing received in quality services, it was noted that there was a crack in the port of the bag that the tubing is inserted into. All staff caring for the pt during that time stated the crack did not occur when bag spiked and no crack seen or leaking noted on assessments until after infusing for more than 13 hrs.